Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at multiple locations which exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.